Manufacturer narrative:
The device was not returned and there was no lot info or device history record reviewed in this case. We are not able to perform a device inspection.

Event description:
It was reported that the trained physician achieved closure of the right common femoral artery after a diagnostic procedure in 2007. The procedure was uneventful and the pt was discharged home. Four days later, the pt was readmitted to the hospital with redness and swelling at the puncture site. A vascular surgeon diagnosed a 4 inch diameter cellulitis at the site. The pt was discharged home the next day, with triple antibiotic therapy. The cardiologist reports " the pt was obese and that his belly hung over the puncture site". He reports that he "feels the cellulitis is a result of the pt's anatomy, not the device". No additional info available.